Manufacturer narrative:
The event occurred in (B)(4). Will not be returned to manufacturer.

Event description:
Caller states he tested 3.5 or 3.6 inr on the coaguchek xs system and 5.3 inr on a comparison professional system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Caller states that he no longer has the strips, so no product will be returned for evaluation.